Event description:
During a tooth extraction procedure patient complained that she felt heat on her lower lip. Doctor stopped the procedure and felt the handpiece was very hot to the touch. Doctor noted some redness on the patients lip with no blistering. No medical treatment was required at the time of the event and the patient has reported no complications. Office was unable to determine through their records which of two possible devices caused the injury so a report will be made for both device serial numbers. This report is the second of two.